Event description:
Bilateral patient was revised due to loosening of the right femoral component. Patient had a tibial fracture (right side) under the tibia causing it to collapse. The patient's left knee was also revised to address knee pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause is undetermined. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.